Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Patient reported a power on reset (por) message; information was reviewed. When the por was seen, the patient noted that they stopped feeling stimulation. During the call, they didn't have their patient programmer (pp) with them. However, they were fairly certain that it was a por message that they were seeing, but they would go home, make sure, and call back if it wasn't. Patient noted that in the last couple months, they've had a couple CT scans (not device/therapy related) in the area of the device. It was also reviewed that the por scan can be triggered by a low ins battery; the healthcare provider (hcp) would be able to tell the patient if that was the case when they clear the por. As a result of what was reported, they were redirected to their hcp. No troubleshooting could be done. Patient does not have a managing hcp so a listing was sent to them. No further patient complications have been reported as a result of this event.